Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient experienced itchiness on his back. There was no alleged device malfunction contributing to the irritation. Patient reported he was prescribed several medications and is now using the medication, (B)(6). Follow up indicated that the irritation has improved.